Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found that the customer reported issue could not be replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was placed and driven on an in-house system showing 1 use remaining. The instrument passed the electrical continuity test. The instrument passed the electrical cautery test. The instrument was fully functional. Additional observations related to the customer reported event: the instrument was found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was not confirmed by failure analysis. The probable root cause of the customer reported complaint could not be determined since the issue was not confirmed or replicated during failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was black in color. The cable was still intact. There was no loss of cautery with the damaged cable. There were no signs of thermal damage. There was no issue of arcing or unintended energy. There was no instrument collision. The batch sequence number was 0104. There are no photographic images or videos available for isi review.

Event description:
Refer to h11 for follow-up information.